Manufacturer narrative:
Date sent to the FDA: 4/24/09. Bladder perforation occurred. Conclusion: should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2009. During the procedure, after the placement of the left trocar, the surgeon noticed blood in the urine and determined a bladder perforation had occurred. The procedure was aborted, the pt was scoped, and the bladder perforation was confirmed. The perforation was repaired. Indigo carmine was injected by the anesthesiologist. The right ureter responded, the left did not. The perforation occurred in the bladder where the ureter should have been. A urologist was called in for consultation and the affected ureter was reimplanted. There were two surgeons participating in the case and both concurred that the injury occurred during dissection.